Event description:
In this case, it was reported that the valve was explanted at implant due to a perivalvular leak. Per the operative report: "...the [native] aortic valve was sharply resected and the annulus aggressively debrided and sized... Valve sutures...passed...through the sewing right of an appropriately sized 21 mm edwards lifesciences 'magna ease' bovine pericardial bioprosthesis, model 3300tfx, serial number (B)(4). The prosthesis lowered into the aortic root and seated in the annulus snugly. ...the patient was weaned from cardiopulmonary bypass with no difficulty. At this time, however, the patient was noted to have rather severe mitral valve regurgitation which did not improve with time and observation off bypass. For this reason, cardiopulmonary bypass was reinstituted ... An appropriately sized [mitral valve was]...lowered...and seated in the annulus easily. ...the patient was again weaned from cardiopulmonary bypass. With the discovery of the worsening mitral valve periprosthetic leak and the evident free rupture into the pericardium from the aortic root, cardiopulmonary bypass was established for a third time. ...the aorotomy was reopened and the pervious aortic pericardial bioprosthesis removed. Exploration of the sub-annular area revealed the large periprosthetic defect around the mitral valve sewing ring was free communication into the left atrium as well as the pericardial space. For this reason the aortotomy was extended down through the left-noncoronary commissure as if to perform an aortic root enlargement... A generous patch of bovine pericardium was then tailored for size and configuration to reconstruct the resulting defect...valve sutures...were now passed through another 21 mm edwards lifesciences 'magna ease' model 3300tfx, serial number (B)(4). The valve was lowered into the aortic root and sutures tied down circumferentially. ...the patient was then weaned from cardiopulmonary bypass..." Patient had excellent hemodynamics at the end of the procedure.

Manufacturer narrative:
The device was returned to edwards for analysis. Unfortunately, through visual observation, the reported event could not be confirmed. The explanted valve is currently undergoing functional testing. A supplemental report will be submitted after completion of testing.

Manufacturer narrative:
Additional manufacturer narrative: through review of this case, it has been determined that no additional testing is required. It appears that this event was likely due to patient and procedural related factors. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Unfortunately, the root cause of this event could not be confirmed through visual observation of the device. However, the surgeon has confirmed that there was no malfunction or deficiency of the explanted valve. No further actions are being taken.